Event description:
It was reported that the burr was stuck with the rotawire and was difficult to remove. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed four times at 180,000rpm. However, upon withdrawal, it was noted that the rotalink was stuck with the rotawire and was difficult to remove. The rotalink was removed together with the rotawire as one unit and the procedure was completed with the original device. No patient complications were reported.

Event description:
It was reported that the burr was stuck with the rotawire and was difficult to remove. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed four times at 180,000rpm. However, upon withdrawal, it was noted that the rotalink was stuck with the rotawire and was difficult to remove. The rotalink was removed together with the rotawire as one unit and the procedure was completed with the original device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotablator plus catheter. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the air hose and fiber optic cable was cut. Microscopic examination revealed no additional damages. Functional testing was performed by rotating the drive shaft and it was unable to rotate. Device to device interaction was performed by inserting a test guidewire through the device and it was able to pass through. Inspection of the remainder of the device presented no damage or irregularities.